Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, seroma-late.

Event description:
Healthcare professional reported against the left side "the left implant is located behind the pectoral muscle, presenting heterogeneous signal intensity, denoting intraprostatic kidney images, compatible with intracapsular rupture","intramammary lymph node structure is mentioned in the lower outer quadrant of the left breast, with silicone material inside, measuring 7 mm and in the homolateral axillary region there are at least 2 of similar characteristics","this finding is accompanied by the presence of periprosthetic fluid" and "cancer of the left breast" (not device related) confirmed via ultrasound and MRI. Device remains implanted.